Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 2. Gts had the patient cycle power to clear the error, and advised the use of new supplies or manual supplies to complete therapy. Product surveillance contacted the patient's dialysis nurse. The nurse explained that she was not aware of the error, but that the patient had resumed therapy on the hc. The nurse advised that she would follow-up with the patient. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).